Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a procedure on an unknown date, the plate of the awl broke off. In addition, the thread of the retaining sleeve broke off. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The device history review for this lot has been requested. Placeholder.

Manufacturer narrative:
Device is an instrument and not implantable. The manufacturing documents were reviewed and the parts met the required specifications. No complaint related issues were found.(B)(4)